Event description:
Customer reported having a constant tone on the insulin pump after a battery change. Customer mentioned that the buttons were not functioning and inserting a new battery did not restore insulin pump function. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. No button error alarm or no audio beep anomaly was noted during testing. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.